Manufacturer narrative:
Follow-up # 1 ¿ (02/21/2015). The patient¿s meter and test strips have been returned on 2/4/2015 and 2/17/2015, respectively, and evaluated by lifescan product analysis on 2/7/2015 and 2/17/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to be missing a battery. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient does not recall when the alleged power issue began. The patient stated that she manages her diabetes with oral medication, diet and exercise. In response to the alleged meter issue, the patient reported taking more food and drink. The patient denied developing any symptoms however reported attending the emergency room (ER) on (B)(6) 2014 where she was treated with insulin by a health care professional (hcp). The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no misuse of the product. The csr confirmed that the correct test strips were being used for testing and that the patient was able to turn the meter on manually and when a new test strip was inserted. The csr however noted the patient did not have the subject test strip available to test the meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter issue began.